Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer reported (B)(6) for anti-e observed during panel ID using 0.8% resolve panel b lot # vrb189 using manual gel method with 15min incubation. Account was testing samples for a (B)(6) female who presented on (B)(6) 2014 for a transfusion. Account typically tests with edta plasma and identified anti-jka using 0.8% surgiscreen, 0.8% resolve panel c (untreated) and 0.8% resolve panel b lot in manual gel. Two jka negative units were given without any problems. Account then sent the sample (serum only) to a neighboring reference lab to use for training purposes. Reference lab identified anti-jka and anti-e. Account then repeated testing with plasma and serum using the same lots of reagents. Only anti-jka was detected in the plasma but both anti-jka and anti-e were detected in the serum. Account pulled segments from both units that the patient had received and, fortunately, they were both big e negative. Patient had presented to account two weeks prior to this incident ((B)(6)) and received 2 units at that time as well. Both those units were e positive which probably stimulated the formation and anti-e. Daily qc was performed and was found to be acceptable on all days of use. All reagents were stored appropriately and were confirmed to have normal appearance prior to use.